Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument involved with this complaint for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the vessel sealer instrument would not seal during a da vinci surgical procedure could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, the vessel sealer would not seal. The instrument was removed and replaced with another instrument of the same type. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury. Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.